Event description:
Customer stated that bravo ph capsule failed to detach from delivery system in (B) (6) 2009.

Manufacturer narrative:
No patient injury has occurred following this incident. (B) (4).